Manufacturer narrative:
Investigation completed 5/04/2017. Method: trend analysis: no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause could not be determined at this time. The product has not been returned after several documented requests to the reporter.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Skull clamp slippage on patient was reported. There was no patient injury. Additional information has been requested.